Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no reported impact to the customer's blood glucose level. Although requested, the customer did not provide any additional information regarding this event.